Event description:
It was reported that during an av fistula placement procedure, the katzen infusion wire became clogged. The pt was asymptomatic during this event. The physician inserted the katzen infusion wire without difficulty. Attempts to infuse tpa and urokinase through the wire failed. The katzen infusion wire was removed and replaced with another of the same device to successfully complete the procedure. Pt status reported as 'good'.